Event description:
It was reported that the vns patient¿s device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The patient¿s device was tested again at the second follow-up visit on (B)(6) 2015 and lead impedance was found to be within normal limits. No known interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.